Manufacturer narrative:
(B)(4). As the sample was not returned, a complete device analysis cannot be performed. The cause of the reported issue could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized for shortness of breath coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). Treatment was not reported. The cause of shortness of breath was unknown. It was reported that the event occurred during use, the patient was not connected. At the time of this report the outcome was not reported. Additional information was requested but is not available.